Event description:
It was reported that the pump system was completely explanted and would be replaced in the future by a product by the same manufacturer. The physician reported fluid in the pump pocket and was unsure if any leaking to the pump/catheter connection. The patient was reportedly alive with no injury at the time of report. The patient's pump was intended to infuse an unknown drug. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. Analysis of the catheter determined that there was a non-significant anomaly of a tear in the seal near the guide ring.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).